Manufacturer narrative:
Initial reporter facility name: (B)(6) university.

Event description:
It was reported that a tip separation occurred. A 135/10 renegade hi flo was selected for use. During the preparation, it was noted that the tip joint was separated. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device returned in the shipping hoop. The shipping hoop was hydrated, and the device was removed with no issues. The device was inspected for any damage or irregularities. The device showed a fracture located 5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was not confirmed for tip separation; however, a fractured shaft was confirmed.

Event description:
It was reported that a tip separation occurred. A 135/10 renegade hi flo was selected for use. During the preparation, it was noted that the tip joint was separated. The procedure was completed with another renegade hi flo. There were no complications reported and the patient was stable post procedure.